Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported by the caller that the hemostatic valve detached from the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the procedure continued. There were no patient consequences. Additional information received indicated the hemostasis valve was broken and logged where the dilator is inserted. The hemostasis valve (gasket) broke in two separate pieces. This event was noticed prior to being inserted into the patient. No air entered the patient¿s body and no percutaneous or surgical removal was required. The device evaluation was completed on 02-jul-2021. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. The device history record (DHR) for the lot number 00001547 has been received and no internal action related to the complaint was found during the review. As part of quality process all devices are manufactured, inspected, and released to approved specifications. Due to the conditions observed in the hemostatic valve condition, an internal corrective action has been opened to investigate this failure mode. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with carto vizigo" 8.5f bi-directional guiding sheath medium and a hemostatic valve separation occurred. It was reported by the caller that the hemostatic valve detached from the sheath. The carto vizigo" 8.5f bi-directional guiding sheath medium was replaced and the procedure continued. There were no patient consequences. Additional information received indicated the hemostasis valve was broken and logged where the dilator is inserted. The hemostasis valve (gasket) broke in two separate pieces. This event was noticed prior to being inserted into the patient. No air entered the patients body and no percutaneous or surgical removal was required.